Event description:
The ablation catheter was placed in the body. The catheter was defective due to it producing extra stimulus noise, causing intermittent high impedance readings. The catheter was then removed from body and a new catheter was used. The cables were changed first. The procedure was carried out with no complications.